Event description:
It was reported by the rep that the (1) ems was used during an unk procedure. It was reported that the device would not fire. The device kept jamming. The consequence to the pt is unk. 08/03/1999 no pt consequence.